Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction other component: unknown, pt having low speed alarms with no malfunction noted with causative or contributing factor: no specific contributing cause identified other cause: intervention(s): none other intervention: side.

Event description:
Major pump unit(s) involved: external control system failureadditional text: pt with low speed alarmsspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknown, pt having low speed alarms with no malfunction noted with further testingcausative or contributing factor: no specific contributing cause identifieother cause:intervention(s): noneother intervention :type: lvad

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify